Event description:
It was reported that the patient's lead was revised due to an undesirable change in stimulation, loss of efficacy, and results from x-rays, which indicated a lead migration. If additional information is received, it will be included in a supplemental report.

Event description:
Additional information received reported that the lead and battery were explanted and replaced due to migration and dislodgement of the lead. The patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# v514031, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that there was low battery life. Interventions included implantable neurostimulator (ins) replacement at the same time the leads were replaced. No signs or symptoms were noted as related to the event. The outcome was resolved without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found no anomaly. Analysis of the lead, lot #v514031, found the body cut through and segmented with no significant anomalies. The cause of possible lead migration was unable to be determined. A correction was made to the aware date for this supplemental report because previously unreported information was added.

Manufacturer narrative:
Product ID: 3889-28, lot#: v514031, serial#: implanted: 2010 (B)(6), explanted: product type: lead, product ID: 3037, lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient.